Event description:
While the device was being serviced at the philips repair bench for a different issue, the philips bench technician observed a bent contact pin in battery slot b. There was no patient involvement.